Event description:
It was reported that a lead had been implanted on the day of this report. It was stated that after connecting the lead to the implantable neurostimulator (ins), all impedances were found to be normal, with values around 1000ohms. It was stated that about a half hour later, the patient¿s device was programmed and the patient was feeling stimulation. It was stated that 15 minutes later, the patient was no longer feeling paresthesia and ¿slowly the electrodes 0, 1, 2, 9, 10, and 11 started to go out of range. It was stated that impedances were greater than 4,000ohms when tested at 0.25volts. It was further stated that the impedances were ¿within the range of 4,000ohms to 5,000ohms for some pairs and others were greater than 10,000ohms¿ when tested ad 3.0volts. It was stated that ¿a few¿ were greater than 40,000ohms. It was stated that the patient had had silicone anchors implanted and ¿perhaps the patient had moved around in post-op that could have dislodged the lead from the neurostimulator.¿ it was noted that the patient would be staying overnight in the hospital. It was stated that when contacts 13, 14, and 15 were used with 6.5-7.0volts, the patient did feel paresthesia on the right side. Additional information received reported that all of the impedances were normal and the patient had good stimulation and good coverage.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.